Event description:
Pt was revised to address eccentric poly wear of the liner and osteolysis.

Manufacturer narrative:
Examination of the returned liner confirms wear of the poly material. There is however nothing that appears unusual or excessive of note for the length of time implanted. Review of the device history records did not reveal any related mfg deviations or anomalies. The investigation could not verify or identify any evidence of prod error regarding the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.